Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No patient injury was reported. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR: 3002806535-2013-00128.

Manufacturer narrative:
Product was returned and evaluated. The evaluation confirmed that the saw blades in the kit could only be used for a cemented procedure. The sawblades are generic and are currently being exchanged to the correct versions. This is 2 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00128.

Event description:
It was reported that during a knee procedure on (B)(6) 2013, an oxford short rod instrument and the correct saw blades were missing from the loaner kit which resulted in a 30-45 minute delay in surgery. No patient injury was reported.